Event description:
A malfunction alarm was reported, with the specific malfunction code being resettable and no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs.